Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's main tube to be broken at the main tube and distal clevis hub interface. The distal tip was still attached to the push rod cable. When both broken sections are pushed back to place, no material appears to be missing. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken main tube if to recur could cause or contribute to an adverse event.

Event description:
It was reported that in central processing, the end of the fundus grasper instrument snapped off (plastic around the tip). There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.